Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 400 mg/dl at the time of the incident. The customer was given manual injections to treat. The customer experienced symptoms such as vomiting, abdominal pain, and difficulty breathing. The customer was wearing the insulin pump during the incident. The customer believes the pump was under delivering. Troubleshooting was not completed as the customer declined, and the pump failed a self test with a hardware low level failures alarm. The insulin pump will be returned for analysis.